Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd legacy pca pump was returned for analysis. During analysis, the customer's reported problem was unable to be duplicated, three separate delivery accuracy tests were performed. The pump was slightly over delivering but within the published +/-6% specification. Service recommended that the pump's expulsor be replaced in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that this smiths medical cadd legacy pca pump experienced over infusion. No adverse effects were reported.